Event description:
It was reported that the unspecified bd smartsite¿ pump set had issues with leakage and air bubbles. The following information was provided by the initial reporter: "customer described leaking, and bubbling at smartsite."

Manufacturer narrative:
H6: investigation summary: one photo of an unknown extension set was provided by the customer. In the photo air bubbles could be seen within the tubing but no other defects were observed. The customer complaint of leaking, and bubbling at smartsite could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smartsite¿ pump set had issues with leakage and air bubbles. The following information was provided by the initial reporter: "customer described leaking, and bubbling at smartsite"